Manufacturer narrative:
(B)(4); a preliminary device data analysis was conducted as the implanting physician requested supporting evidence that the initial shock on (B)(6) 2015, was appropriate. Engineers confirmed multiple shocks on (B)(6) 2015. Additionally, a complete change in morphology, in the secondary sensing vector between (B)(6) 2014 and the oldest of the most recent stored episodes with electrograms, untreated episode 20 from (B)(6) 2015. The data shows evidence of a changing morphology starting in (B)(6) 2014, as episode 1, was an appropriate episode. This episode shows the patient in a bigeminal rhythm with the initial qrs morphology still matching the (B)(6) 2014 captured electrogram, however the peak amplitude had increased. Data analysis confirmed a total of 55 shocks delivered since implant: the data corresponds to 44 treated and 3 untreated episodes. Due to a limited memory capacity, only the most recent 24 treated episodes are still available for review; however, all three untreated episodes remain in memory. Data analysis of the available episodes confirmed 31 shocks delivered on (B)(6) 2015: all show a sinus tachycardia with a wide qrs complex indicative of a hyperkalemia condition. Twenty, treated episodes were overwritten. Within those 20 episodes, it is known that 22 shocks were delivered; however, the data is not showing which episodes exhibited multiple shocks. Based on the total number of shocks delivered, it has been concluded that on (B)(6) 2015 a minimum of 33 shocks and up to, a maximum of 53 shocks were delivered. The specific cause of death for this patient is unknown; an autopsy report is pending. The device was returned for analysis another report is pending analysis completion.

Event description:
Boston scientific recently received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received shock therapy on (B)(6) 2014. Reportedly, the patient on this day suffered from diarrhea and sought medical attention, at which time a low potassium level was confirmed. The patient was administered potassium supplements; however, the quantity and dosing of this medication is unknown. No additional system issues were reported until (B)(6) 2015, at which time the patient received additional shock therapy. The attending physician states the patient was again symptomatic with diarrhea. The patient elected to self-administer an unknown quantity/dosage of potassium pills and called an ambulance. During hospital transport, the patient received several additional device shocks, which were unable to be inhibited with a magnet application as cardiopulmonary resuscitation (CPR) was being administered. The patient's health history is significant for cardiac insufficiencies and other pre-existing conditions. The patient later passed away.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The electrode tip was confirmed fully inserted into the header lead barrel and all setscrews operated normally. The device header was firmly attached and no seal plug damage was observed. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Engineers then tested the device's ability to sense and delivery shock therapy; no abnormal findings were observed. No further analysis was performed so as to preserve the devices memory, should further testing be required at a later date. The device has been archived as meeting specifications. Additionally, boston scientific was provided a copy of the patient's autopsy report for additional evaluation. The results of this report confirm the patient's death was due to chronic heart failure. Consistent with the chronic heart failure assessment the pathologist reports a very enlarged heart mass, cardiac tissue consistent with a previous infarction, soft coronary vessels, lung edema, pleura infiltration and the beginnings of chronic venous insufficiency. It was believed that the high potassium levels were a contributor to high t-waves, resulting in system oversensing and shock therapy.

Event description:
Boston scientific recently received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received shock therapy on (B)(6) 2014. Reportedly, the patient on this day suffered from diarrhea and sought medical attention, at which time a low potassium level was confirmed. The patient was administered potassium supplements; however, the quantity and dosing of this medication is unknown. No additional system issues were reported until october 12, 2015, at which time the patient received additional shock therapy. The attending physician states the patient was again symptomatic with diarrhea. The patient elected to self-administer an unknown quantity/dosage of potassium pills and called an ambulance. During hospital transport, the patient received several additional device shocks, which were unable to be inhibited with a magnet application as cardiopulmonary resuscitation (CPR) was being administered. The patient's health history is significant for cardiac insufficiencies and other pre-existing conditions. The patient later passed away. The device was returned for laboratory analysis.